Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead was found to be dislodged. There was no capture at maximum output either. The lead was capped but not replaced because the patient has a ventricular assist device (vad) and is being placed on a heart transplant list. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 50706-52 lead, implanted (B)(6) 2008; d224trk ICD, implanted (B)(6) 2010. (B)(4).